Event description:
It was reported that during use with bd vacutainer® eclipse¿ blood collection needle the safety shield failed and the health care worker received a needle stick injury. This is the 2nd of 2 incidents. The following information was provided by the initial reporter, translated from dutch to english: a number of incidents of safety needle caps not functioning properly have been reported to you by our collection laboratory. Unfortunately, another needle stick incident occurred last friday due to a cap not closing properly. A clinical geriatrician pricked herself because the cap closed crookedly, causing the needle to shoot next to the cap. Unfortunately, she does not know a lot number because someone else had prepared the needle for her. Just to be sure; you write "yet another prick accident." Was there a prick accident related to this complaint before? Because this was not known to me. Yes correct we have had more prick accidents because of this.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.